Event description:
It was reported that during a routine generator changeout, the atrial lead could not be removed from the header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.